Event description:
Caller reported a malfunction on the pump, identified with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to the caller on how to reset the pump and assisted with the reset process, as the malfunction code was resettable, and there had been no prior resets reported within the last 24 hours.